Manufacturer narrative:
(B)(4). Without the product to examine, no determination could be made as to the cause of the reported incident. The knot can lock up during advancement due to a number of factors including, but not limited to using excessive suture tension when advancing the knot, or when locking the knot, or by using the non-rail end of the suture to tightened/advance the knot causing it to prematurely tighten and possibly break. This may have been a contributing factor to this event, but cannot be confirmed. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The customer indicated that there was not a significant amount of calcification at the access site. Per the instructions for use, under special patient population it indicates that the safety and effectiveness of the prostar xl pvs system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the user to perform an angiogram to verify the location of the puncture site and assure that the access site is in the common femoral artery. However, in this case, not taking an angiogram does not seem to be related to the reported experience. A review of the finished product lot history record revealed no nonconforming material records associated with this event. Based on the information provided, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A needle to cuff miss can occur due to a number of factors including, but not limited to needle deflection during needle deployment due to interaction with human tissue, rotating the device during needle deployment, or failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. It should be noted that an angiogram was not taken, which is against a instructions for use (IFU) requirement. However, this IFU violation does not seem to have caused or contributed to the reported experience. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that are related to this complaint. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure alignment of needles. A sampling of finished devices is also tested to verify the functionality of the device. The other prostar, is being filed under a separate MFR number.

Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of the right and left femoral artery during a preclose technique, before an endovascular aortic repair procedure. Reportedly, one prostar device was deployed in the right groin. During needle removal, one of the needles (green suture) was not present and the suture from another needle (green suture) was found to be detached. The needles that were present were removed using forceps (two white and one green) and a needle backdown was performed. All four sutures were retrieved, but only the white sutures were correctly positioned. A second prostar was deployed in the left groin. The interventional procedure was then performed. After the procedure a cut down was done to close the site in the right groin. At the left groin, during knot advancement, the knots had locked before reaching the vessel. A cut down was performed to surgically close the site and achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.